Manufacturer narrative:
(B)(4): evaluation, results: (endoleak). Evaluation, conclusions: (lack of information).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that 3 days post initial implant that a slight endoleak was confirmed by angiography and tee (transesophageal echocardiography). The following day the lsa was occluded by coil and the type I endoleak resolved with a talent extension device that was implanted in the proximal end. The endoleak disappeared after ballooning just under the mini support spring. No additional clinical sequelae were reported, and the patient is fine.